Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The harmonic ace curved shears instrument was analyzed and found to have curved blade broken at the middle. A piece approximately 9.0 mm x 2.1 mm was found to be broken off. The broken piece was returned with the instrument. Components adjacent to this broken blade did not show damage.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
The harmonic ace instrument has not been received for failure analysis evaluation.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the harmonic ace had a broken tip/"defective key". A fragment was retrieved during the same procedure. The procedure was completed. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: during a surgical procedure, the tip of harmonic ace instrument became completely detached from the device while dissecting. The instrument had been thoroughly inspected before use, and no damage or abnormalities were observed at that time. When the tip broke off, a fragment did fall into the patient; however, it was successfully retrieved during the same procedure.